Manufacturer narrative:
A sister sample device is expected to return to the manufacturer for investigation; it has not been received.

Event description:
The event involved a tego connector that was being utilized for home dialysis and reportedly allowed air to enter the patient¿s line. The patient¿s father was accessing the permanent hemo-catheter line to remove the line lock when air was sucked into the line. The mother quickly clamped the line which prevented air from entering the catheter beyond the clamp. The tego was changed and the father was able to aspirate the air from the lumen prior to flushing the lumen with saline. There was no harm to the patient. It was noted that the tego catheter appeared to have a hole in it. The tego connectors are changed every 7 days. The product was stored in the primary packaging indoors in a box, in a drawer.

Manufacturer narrative:
Three new d1000 tego were received for investigation on november 22, 2019. Each of the three new d1000 tego were visually examined internally when activated and were pressure/vacuum leak tested. All three did not have any internal visual anomalies and each met pressure and vacuum leak expectations outlined in the product performance specification. The complaint was unable to be confirmed or replicated. A DHR lot# 3741034 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.